Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified there were no leaks from the pump and there were no abnormalities found. Functional testing of the pump found it did not pass the activation test. Based on the information available and analysis results, the pump activation issues found caused or contributed to the reported clinical observation of the pump malfunctioning.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump malfunctioned. The patient underwent a revision surgery to replace the pump, but there was a suspension of the surgery during the replacement. It was discontinued because the patient was elderly and not in a good condition. The patient was a diabetic and hypertensive. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump malfunctioned. The patient underwent a revision surgery to replace the pump, but there was a suspension of the surgery during the replacement. It was discontinued because the patient was elderly and not in a good condition. The patient was a diabetic and hypertensive. There were no patient complications.